Manufacturer narrative:
Concomitant medical product: cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this patient had a 15yr m- series hip in situ, two (2) years ago had a head change while revising the liner. Patient recently presented to surgeon with hip pain. An x-ray showed the neck had separated from stem. During surgery, severe metallosis was noted and the morse taper of the neck body junction had fractured as well as extre trunnionosis. Patient was stable leaving surgery, with all exactech components removed. The device is not available for evaluation due to the device was disposed by hospital.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of fracture of the neck segment after 15 years of implantation. This failure likely occurred by fatigue crack propagation. However, this cannot be confirmed as the explants were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis fracture" is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw. Section b5: describe event or problem. First revision captured in (B)(4).